Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the curved rubber adhesive went missing from stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a missing curved rubber adhesive. There was no patient involvement.